Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further information reported the patient had fallen on the lead implant site in (B)(6) 2014 and at that time their coverage changed. It was confirmed via x-ray that the lead had migrated from the bottom of c9 to the bottom of c11. As a result the patient was experiencing stimulation in the groin and both legs when they only desired it in just the left leg. Impedances were checked and found to be within normal limits. With reprogramming the patient was able to obtain desired coverage and at the time of report the health care provider (hcp) was not going to take further action. At the time or reported the patient was happy with the new programming.

Event description:
It was reported that the patient was having problems with their spinal cord stimulator (scs). For the 4 to 5 weeks prior to the report the patient hadn¿t been able to use their scs because stimulation was going down into their testicles and ¿all over the place¿ and the patient had a bad pain underneath their rib where their device was implanted. The patient thought their device needed to be adjusted because if they were lying down and got up they would get shocked and if they went from standing up to lying down they wouldn¿t feel any stimulation sensation so they had to keep adjusting it. For the last 4-5 weeks it had gotten to the point where they could only keep their stimulation on at night. The patient expected their battery to last 7 years and they had their device implanted for 6 years at the time of the report so the patient was not sure if the issues were because his battery was getting weak or if it needed to be adjusted. The patient wanted to meet with a manufacturer representative to get their therapy adjusted and reprogrammed. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.